Event description:
The customer reported that the telescope locking pin on the scope was broken. The issue was found during maintenance. There was no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found locking pin of this telescope was broken and cannot be locked with other equipment. It was also found that the insertion tube was bent and scratches were found on the distal end, eyepiece and insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to excessive mechanical force due to an impact or accidental dropping. Olympus will continue to monitor field performance for this device.